Event description:
The information received from the affiliate indicated that a patient was admitted for treatment of the circumflex artery. The lesion was described as tortuous and calcified with 80% stenosis. Pre-dilation was not reported. An 8.0 x 18mm cypher select plus stent could not cross the lesion and could not be removed. After extensive torquing and pushing to remove the device, the shaft "shows badly distortion." There was no harm to the patient. It is unclear if the balloon was ever inflated, but "maybe not". The device separated after removal from the patient when the nurse put it in packaging. The physician completed the procedure with another device. The patient is in stable condition.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. Additional information will be submitted within 30 days from receipt.